Manufacturer narrative:
(B)(4). Operator not trained. Per the instructions for use, caution - federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty deploying the foot was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional procedure to insert a heart pump device. Reportedly, the first proglide device was used and the sutures were successfully pre-placed. An attempt was made to deploy the second proglide device; however, resistance was felt while attempting to lift the lever to deploy the foot. The device was removed and an additional proglide device was used for successful suture placement using the pre-close technique. The sheath was upsized to a 13f. The interventional procedure was completed and hemostasis was achieved in the lcfa with the sutures of the two pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device or established in the pre-close technique. No additional information was provided.